Event description:
The facility representative contacted baxter to report a flogard for "air." There was no patient involvement. The event occurred upon power on in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with "air" was not confirmed or duplicated by baxter service personnel. No cause was determined and no repairs were made for the reported condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.